Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and found the cause of the issue to be blown power line fuses. Replacement fuses were provided and installed, which resolved the issue. Part return is not expected since the blown fuses were discarded on-site. A full imaging system check-out was completed after part replacement and full system functionality was confirmed.

Event description:
A medtronic representative reported that the line power light on the imaging system was not on, and the imaging system would not power on. No patient was involved when this was discovered, and no further details were provided.